Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; broken shell, black mold like appearance, underweight, fold creases, around 0-25% of the shell is missing. A microscopic analysis was performed which identified; wear abrasion, broken shell with sharp edge where is localized stresses induced in posterior and non penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Missing shell that is assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.